Manufacturer narrative:
The product was returned and evaluated. It was determined that the needle mechanism had not fully inserted the cannula due to interference from a damaged component. The user failed to note this condition which would be visible through the viewing port upon pod placement if labeling is followed. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.

Event description:
The customer reported that she had experienced high bg's (405-589mg/dl) while wearing a pod. When the pod was removed, she noticed that "there was no cannula showing" and that "the needle tip was out a bit'. The pod will be returned for evaluation.